Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a physician from (B)(6) of peritonitis in a patient coincident with dianeal-n pd-2 2.5 and extraneal therapies for renal failure chronic. At the time of this report, the action taken with dianeal therapies was not reported. On (B)(4) 212, during a call with baxter (B)(6) technical service center, the patient reported that the patient experienced peritonitis (onset not reported). On an unreported date, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged. The physician confirmed the event peritonitis as reported by the consumer. On an unreported date in (B)(6) 2012, the patient was treated with unspecified antibiotic ip for peritonitis. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The reporting physician reported that the event might be caused by some sort of infection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.